Event description:
It was reported that approximately three months after implant this right ventricular (rv) lead was explanted and replaced due observations of high out of range pacing impedance greater than 2000 ohms, and also noise that was oversensed causing pacing inhibition. A fluoroscopy was performed and revealed a visible defect at the distal portion of the suture sleeve, and the same defect was visually observed after the lead was explanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Resistance testing found the lead was not electrically continuous, and detailed analysis including an x-ray confirmed that the outer conductor coil had a fracture 26cm from the terminal pin. Visual examination of that same area found the outer insulation was compressed. Based upon the location of the coil fracture, evidence suggest that this type of damage is consistent with cyclic fatigue near the clavicle. The reported clinical observations of high impedance and noise were likely the result of the lead damage observed in the laboratory.

Event description:
It was reported that approximately three months after implant this right ventricular (rv) lead was explanted and replaced due observations of high out of range pacing impedance greater than 2000 ohms, and also noise that was oversensed causing pacing inhibition. A fluoroscopy was performed and revealed a visible defect at the distal portion of the suture sleeve, and the same defect was visually observed after the lead was explanted. The lead was returned for analysis. No additional adverse patient effects were reported.